Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Prior to clip deployment, while testing the gripper line, it was found that the gripper line was broken. It was noted that the gripper lever had been retracted beyond the blue line too quickly. The clip was deployed successfully and the gripper line was removed. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper line break was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. It was reported that the gripper line was retracted approximately 2cm past the blue line. It should be noted that the mitraclip instructions for use cautions the user against raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5cm beyond the mark. The investigation determined that the user error of retracting the gripper lever greater than 1.5cm beyond the blue mark resulted in the gripper line break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Additional information reported that the gripper line was retracted approximately 2cm past the blue line. No additional information was provided.